Event description:
The mako handpiece lost a screw from underside. Screw was found in room. Representative (B)(4) was present. Mako item was labeled and screw bagged for sterile processing. Paperwork handed to (core tech). Charge nurse was informed and came into room taking pictures of part and screw. X-ray was called just for safety in case there was a missing additional piece or washer. X-ray was taken prior to complete closure of wound. Radiology read imaged and no retained item in patient.